Manufacturer narrative:
Continuation of medical devices: rx58tbv lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the implantable pulse generator (ipg) exhibited "completely reblock". The ipg was inactivated and a different device was implanted. No patient complications have been reported as a result of this event.